Event description:
Technical services received a call on (B)(6) 2012. Caller reported at a device change out that this ra lead was fractured. Lead was implanted on (B)(6) 2005. Lead remains in service. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).